Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report numnber: 2032227-2014-14736.

Event description:
The customer reported differences in her sensor glucose and blood glucose readings. The customer stated her sensor glucose reading was off, causing her to over treat with insulin. This caused her to have her current high blood glucose of 316 mg/dl. The customer also stated she was a brittle diabetic. The customer also reported adhesive issues with her sensor. The customer stated she does not use any soaps or lotions at her sites. No additional information provided.

Manufacturer narrative:
The adhesive anomaly could not be confirmed because the sensor was returned opened and used.